Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the internal leakage test failed during pre-use check with pressure transducer difference > 5 cm h2o. Identification of issue has been done by analyzing problem description and service report. The pressure transducer printed circuit board has been checked and replaced to resolved the issue. Defective pressure transducer printed circuit board may lead to high pressure. No parts were returned for investigation. The root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).